Event description:
During a remote follow-up, noise resulting in oversensing was observed on the ventricular channel. No intervention was performed, the lead will be monitored on merlin.net. The patient was stable with no adverse consequences.